Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator's autocapture feature was on and the autocapture trend showed variability in threshold. Extended av delays were noted at times. Since the patient was pacemaker dependent, autocapture was turned off.